Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. Cardiosave iabp service was performed by on-site certified technician. The technician was able to reproduce the reported failure. Technician replaced the safety disk. Upon replacing safety disk, the unit passed all tests performed and was returned for use in good working conditions. H3 other text : not returned to manufacturer.

Manufacturer narrative:
Additional information: e1: (event site telephone: (B)(6)).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that post patient care, the cardiosave intra-aortic balloon pump (iabp) unit twice failed the pneumatic leak test. Unit failed the 4th section of the pim leak test, of the all manifold test. There was no patient involvement reported.